Manufacturer narrative:
Retainer ring = black customer alleged insulin pump got exposed to moisture-customer notices a crack on insulin pump also. Blank display, unresponsive button. After battery installation, no blank display or display anomaly. However, device received with all buttons is not responding. Unable to perform displacement, self-tests and keypad voltage or verify stuck button error alarm due to button keypad anomaly. Cut and open the insulin pump found moisture damage on the keypad flex tail, keypad connector, battery connector, motor, vibrator during visual inspection. Device was testing with test keypad trace, keypad button still not response. Device had cracked keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. Device p-cap or test reservoir locks in place properly and no anomaly noted. In conclusion, keypad buttons unreasoned to keypad presses due to moisture damaged keypad connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on and was beeping after getting exposed to moisture. Customer reported keypad anomaly. Customer stated they received stuck button alarm. Customer stated button was not pressed for 3 minutes or longer. Customer stated crack on the insulin pump. Customer stated that the display was not blank less than 30 seconds and did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.